Event description:
A customer reported that before a combined procedure, an ophthalmic console did not allow phacoemulsification and the fan was making a very loud noise. The cataract portion of surgery was completed using another console. The surgery was completed using another console. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).